Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature battery depletion. The battery impedance was 5 kohms after 16 months implant duration and 10 kohms after explant.